Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported that the patient had a previous incident of withdrawal. When he first received the pump, he was receiving constant adjustments, however it appeared that a refill was not scheduled and the patient went through withdrawals over a weekend. The event date was reported as "shortly after receiving the pump" on (B)(6) 2018. He went to the hospital and he received medication every hour until monday. The patient did not list the symptoms. It was considered a sudden change in therapy. There were no further complications reported at this time.